Event description:
Per report received from japan, a patient who had type 1 bicuspid aortic valve underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 1ml less than nominal volume and landed 90:10 aortic/ventricular position as intended after balloon aortic valvuloplasty (bav) was performed with a non-edwards 18mm balloon catheter. After the bav, no symptom which indicated annulus rupture was observed. After the valve deployment, blood pressure decreased. Since echocardiography revealed pericardial effusion, pericardiocentesis was performed, and a percutaneous cardiopulmonary support (pcps) was introduced. Although the chest was opened and pressure hemostasis was performed, the symptom did not improve. Therefore, a surgical aortic valve replacement (savr) was performed, and a 19mm inspiris valve was implanted. Per follow-up information, the patient was still being monitored in ICU as of approximately 1 week post procedure. Per medical opinion, there was a possibility that the annulus was ruptured by the inflation pressure of the s3ur valve since a hole was observed on the native annulus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (severe calcification on the native valve and annular) in addition to factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional details found in a related literature article.

Event description:
Per report received from japan, a literature article was obtained related to this case and additional information has been obtained. Subxiphoid pericardial drainage was performed after observing the pericardial effusion. The patient was transferred to another hospital on pod 60 without complication.